Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 680 mg/dl while wearing the pod. The patient experienced dehydration and reported a communication error during operation and being unsure if the cannula was properly seated in the infusion site (abdomen). At the hospital, the patient placed on intravenous therapy of fluids (magnesium, sodium chloride) and was given 10(u) of insulin. The patient was released the next day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.